Event description:
It was reported that this patient had fell on (B)(6) 2013 and the following day reported not feeling "well." Two days after the fall, the patient experienced severe pain and spasms. The patient was admitted to the hospital and the patient's family expressed concern that the pump was not functioning correctly and was concerned for the care the patient received. No pump alarms were heard. It was reported that a dye study was performed and "everything was wonderful." The patient was reported to have received dilaudid and oral baclofen while in the hospital. However, the patient was reported to be "way out there," no longer able to speak, confused, incoherent, dehydrated, and not eating which were not normal conditions for this patient. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8711, lot# n112272014, implanted: (B)(6) 2007, product type: catheter. (B)(4).